Event description:
Olympus was informed that during a hysteroscopy with endometrial ablation, the connection between the roller bar electrode and the active cord was seen to have like a cigarette lighter flame that lasted for two seconds. The nurse at the user facility reported tha the flame was noted towards the end of the procedure. The intended procedure has been completed prior to seeing the flame. There was no patient injury reported.

Manufacturer narrative:
No device was returned to olympus for evaluation. The exact cause of the user's report could not be conclusively determined at this time. If additional and relevant information is received at a later time this report will be supplemented.